Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was charging excessively as the ipg would not hold a charge long. It was also noted that the ipg would get warm when trying to charge for shorter sessions. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded and will not be returned.